Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states. Device not available for return.

Event description:
Customer advised that she was admitted to hospital in approximately (B)(6) 2014 with diabetic ketoacidosis. Customer was vomiting and ketones were up. She removed cannula and noticed it was bent. Results of blood glucose test unknown. Customer changed cannula and line and administered a correction bolus which was recommended. Customer does not know the amount. Customer using novorapid insulin. Partner drove customer to hospital. Customer was admitted for no more than 24 hours. At the time of admittance, she believes her blood glucose level was approximately 28 mmol/l. Customer was given fluids but no insulin. Customer states the only insulin she was receiving was from the pump. No allegation against the pump. Flexlink/ultraflex cannula was not requested back as customer no longer has it.